Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/31/2014 with the following findings: investigators were unable to duplicate complaint about the keypad. The keypad is intact with no evidence of peeling or damage all keys are responsive. Investigators removed the keypad, no evidence of contamination on key contacts. Use returned battery cap, battery cap does tighten fully. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The correct serial number associated with this case is (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.